Event description:
It was reported that the pump had a critical alarm and showed the message "motor stall pump may exceed tube set"; however per reporter "the content of the drug reservoir kept decreasing." It was indicated that patient was hospitalized due to the event, but had experienced no symptoms/injuries. There was no MRI during this period. Per the pump logs the motor stalled on (B)(6) 2012 with no recovery and later the tube set warning message appeared on (B)(6) 2012. Drugs delivered via the device were naropin and morphine. It was later reported that the device explant was planned but was not to be done yet because the patient had cardiac issues (not related to the device system). It was added that the pump may be replaced when patient gets better with her cardiac issue. A test to check the function of the pump should be performed soon. Per reporter patient continued to not feel pain at the moment, "so infusion might be still going on." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8731, lot,# unknown, implanted/explanted: unk. (B)(4) .